Event description:
It was reported that the unit gave a battery overtemp alarm while in use and the emergency drive/hand-cranking was required until the unit cooled down. The unit was not able to be switched during the time of the alarm. The next day, (B)(6) 2014, the unit shut down again giving a battery overtemp alarm and requiring hand-cranking until the unit cooled down. (B)(4). This event is related to: medwatch report # 8010762-2015-00008 and 3008355164-2015-00006. MFR # 8010762-2015-00007.